Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A system error 2240 (air in line) was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 01:17:42. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.